Manufacturer narrative:
(B)(4). "The home patient had walked away from machine while connected and pulled the apart the patient line." Additional information: this complaint for a report of a connection issue was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) told the care giver (cg) to call the patient's registered nurse (rn) as soon as possible or go to the emergency room. The cg clamped the line closed prior to calling and would close the clamps on hc and turn it off. The cg would call back if there were any further problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that she was aware of this event. The patient was continuing therapy on the homechoice, and there were no adverse effects reported to have resulted from this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.